Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Since the monofilament was not returned with the device, the scope of this investigation was very limited and the reported failure could not be confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that suture placement with two proglide devices were attempted in the left common femoral artery (lcfa) and was successfully pre-placed in the right common femoral artery (rcfa) using the preclose technique. The arteriotomy was 5f and during the aaa procedure the sheath was upsized to a 14f sheath. Reportedly, when harvesting the suture, with the first proglide device deployed in the left groin, the physician found the knot was above the skin level. A second and third proglide device were successfully placed using the preclose technique in the lcfa. The aaa procedure was completed and hemostasis was achieved in both the rcfa and lcfa using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.